Event description:
Per the clinic, the patient experienced pain, discomfort and dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the device was explanted on (B)(6) 2025, under general anesthesia and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.